Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluationplease review attached for investigation results.

Event description:
It was reported a revision surgery was performed due to joint instability.